Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
On (B)(6) 2011, baxter product surveillance received a report that a customer had a solution bag in which the fluid would not flow through, once the frangible had been broken. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the report of the solution bag not flowing when the frangible was broken. The patient stated on (B)(6) 2011, during prime, they observed the lines were not filling with solution. The patient proceeded to change out the cassette and reuse the same bags, and the problem still occurred. The patient then started over with all new supplies. Baxter product surveillance informed the patient that if they run into problems they should call baxter's technical service center for assistance. Baxter product surveillance also informed the patient that they should not change out parts of the set up, but rather if they have an issue that cannot be resolved, they need to start over with all new supplies. The patient understood. The patient has been continuing therapy on the cycler successfully. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.